Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked. Multiple attempts were made to follow up with the customer for additional information; however, the customer declined to provide. There was no reported impact to the customer's blood glucose level.